Event description:
It was reported that the catheter split at the emergence site (junction with catheter and skin). The patient lost a considerable amount of blood. The catheter was immediately removed.